Manufacturer narrative:
Additional information was received when the field service engineer (fse) went onsite to perform maintenance on the sterrad and learned from the customer that there was no problem with the chemical indicators (ci¿s) turning the correct color when used with their sterrad sterilizer and that the ci problem only occurs when placed in their steris system. The assignable cause of the issue can be attributed to user error. The instructions for use (IFU) states the sterrad chemical indicator strips is intended for use with sterrad sterilization systems. A customer letter was sent to address the issue. No further investigation is needed at this time. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® nx cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.